Event description:
A customer contacted baxter's service center regarding assistance ending therapy, which occurred on the homechoice (hc) during drain 3 of 4. The care giver (cg) stated that the transfer set was accidentally cut and that he needed to end therapy. The technical service representative (tsr) assisted in ending therapy and advised the cg to contact the home patient's registered nurse as soon as possible. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that the patient had accidentally cut her transfer set tubing while attempting to cut her dressings. The set had been replaced, and there were no adverse effects reported in relation to this event. The patient had been administered antibiotics as a preventative measure, and therapy since has been going well.

Manufacturer narrative:
(B)(4). This complaint for a report of damaged was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A batch review could not be performed as the lot number was unknown. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. A follow-up MDR will be submitted if any additional information is received.